Event description:
Plug puller was discovered to have tip broken. The tip is missing. It is not known where or on what patient the instrument was last used.

Manufacturer narrative:
Examination of the submitted plug puller confirmed the reported breakage. X-rays were not available for examination. Material testing confirmed the instrument was manufactured to the correct material specifications. The root cause is being attributed to inappropriate leveraging/prying of the instrument resulting in the tip breaking. Based on the investigation findings of no evidence of product error as a contributing factor and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.